Event description:
This lv lead was implanted on (B)(6) 2015 and still remains implanted at this time. The lv lead inhibited pacing due to lv sensing around the time of the lv offset may be more pro arrhythmic due to the increased % of rv only pacing. The physician was dr.(B)(6) at (B)(6) hospital in (B)(6), australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).